Event description:
It was reported by patient's sister that the patient is experiencing increased seizures frequency and duration, and needed an battery replacement as soon as possible. It was reported by patient's sister that patient's seizures were above pre-vns baseline. It was reported that the patient had a prophylactic battery replacement occur. The explanted device was discarded. No additional relevant information has been received to date.